Event description:
It was reported that this pacemaker exhibited t wave oversensing resulting in pacing inhibition. Technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. This device remains in service.